Event description:
It was reported that base hardware failure occurred multiple times and the device was froze on shutdown screen for about 5 minutes. It was not possible to calibrate the device due to sensor pot. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. The device had visible contamination around gasket, top and bottom cases filled with contamination including all boards. Top case corners were chipped, cracked right plunger case nd missing battery. Base hardware failure found on error history log. Found corrosion on all boards but could not duplicate base hardware failure. Corrosion on all boards was a result of fluid ingression. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Reference the cleaning and care instructions and cautions found in the important information" and periodic maintenance" sections of the technical service manual and in the important safety information" and safety features" sections of the operator's manual. No further action was taken as the pump is beyond economical repair.